Manufacturer narrative:
The device has been requested from customer for further investigation. When additional information becomes available, a supplemental report will be submitted.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their cool cap system locked up while in use. The user reported they attempted to enter the patient's gestational age, weight and all the needed information and the device "starts thinking", but the screen does not progress. It was reported that there was a delay in treatment (no other specifics were noted within the service request); however, no death or serious injury that required medical treatment, and no environmental or safety concerns.

Manufacturer narrative:
The complainant reported that the event caused treatment to be delayed by about one hour. The complainant reported that the device became functional after restarting 7 times, three of which involved a change of the sensor system. Natus technical service requested information on whether the clock continued to advance while the unit was frozen; it was noted that the complainant did not know and did not pay attention to that detail. The complainant reported that the last preventive maintenance performed was in march 2017. The complainant was asked by natus technical service about the patient's health status after the reported failure, but the complainant did not respond. Return of the device was requested multiple times by natus technical service for evaluation and repair, but the complainant did not respond to the requests. A cause could not be determined because the unit was not returned for further evaluation.